Event description:
A rapid anitgen test, processed by (B)(6), was taken at approximately 12:30 pm (B)(6), and the results showed me to be negative for covid result. But a pcr test, taken at about 8:35 am the same day by (B)(6), came back with a positive result, suggesting a problem with the antigen test. Pcr test was done by a nasal swap at a drive-up facility in (B)(6), operated by (B)(6) and staffed with registered nurse. The sample was taken around 8:35 am and a test result was emailed after 1 pm, showing the test to be positive and me to have covid. A different test, a rapid antigen test, was taken by a nasal swab at a walk-up facility in a temp space at about 12:30 pm in (B)(6), and after about 8 min an employee reported to me that it was negative. An emailed report from the company, (B)(6), also said "negative." This suggests that there is an issue with the processing or quality of the tests being processed by (B)(6). False negatives, the day before kids are returning to school, could result of a number of infected persons thinking wrongly it was safe for them to interact with others, and this could result in people being unnecessarily infected. FDA safety report ID # (B)(4).